Event description:
It was reported that during a ptca / stenting treatment procedure, the quantum maverick monorail 15/3.25 mm balloon rupture at 17 atms on the second inflation. (The number of atms reached on the initial inflation was 12 atms.) The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. The quantum maverick monorail balloon was being used to post-dilate a cypher stent. The balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.